Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
Revision surgery was performed to extend the existing construct. During the anterior cervical discectomy and fusion procedure (acdf) of c4-6 with an extension to c6-7, the surgeon was removing the previously placed hardware. During removal, the screw at c6 on the patient¿s right side was found to be broken. Part of the screw was removed but the remaining portion was left in the vertebral body. It was decided to leave the remaining portion of the screw within the body as it would be less invasive to the patient. The case continued on as normal. Concomitant devices: swift plus hardware from c4-7, catalog numbers unknown. Unilateral screw at c6 on patient's left side, catalog number unknown. Competitor's peek cages at three levels.

Manufacturer narrative:
Visual inspection of the returned screw at the macroscopic level noted that the screw broke at the distal tip approximately 10mm from the drive feature of the screw. Optical image revealed striations, indicative of a fatigue failure. Scanning electron microscopy analysis revealed the fractured surface exhibited smooth and grainy/rough regions, indicative of fatigue failure. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage took place, presumably when the remaining region did not have enough strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies during the manufacturing process that were relevant to the reported event. Although no definitive conclusions can be made, device breakage is indicative of fatigue failure. No corrective action/preventive action is required at this time as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.